Event description:
End user states that when she moved the joystick, it veered to the right. As a result she was half on and off the ramp which cased her to fall out of the chair. In speaking with the user, she received the device in 2005. When asked what is wrong with the unit, she stated that the unit allegedly veers to the right and shuts down while driving. The incident occurred when she pushed the joystick forward and it allegedly veered to the right when going up a ramp causing her to fall. The incident reportedly resulted in a hairline fracture to her hip.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model pronto m51, serial number/date code is unknown however user states she has been using it since 2005. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The initial reporter was contacted for additional information. The consumer's medical condition, stability and medication regimen are unknown, however it was learned that the user is taking medication due to this incident as she states its uncomfortable. The consumer's technique while using the device is unknown. The user reported she has not performed preventative maintenance on the device. The malfunction has not been confirmed.